Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited low, out-of-range (oor) shocking lead impedance (sli) which was detected via patient remote monitoring system. Subsequently, daily measurement was recorded for this sli which had a measurement of greater than 200 ohms. The oor measurements could not be recreated even with pocket manipulation and isometrics and shocking impedances were stable. This patient has a spinal cord stimulator (scs). Boston scientific technical services (ts) discussed troubleshooting options for shocking impedance. It is likely that the scs was causing the oor impedance measurement. The system will continue to be monitored for now. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This ICD was explanted for an unrelated, already documented, product experience. The ICD was returned for analysis. No adverse patient effects were reported.